Manufacturer narrative:
G2: the country of origin is brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of pain and progressive discomfort in the ins area. According to the physician, the device was performing adequately and there was no indication of "technical failure." Due to persistent symptoms, the patient was re-evaluated and removal of the ins was performed on (B)(6) 2026. At the time of explant, "a local reaction compatible with a granulomatous reaction (encapsulation) was observed, associated with skin and subcutaneous cellular (scct) retraction in the implant region." The patient was pain free post-op and had no "systemic signs." The lab tests (esr, crp, and blood count) were within normal limits; the patient did not have a fever or other sign suggestive of infection. The main clinical hypothesis was that the patient experienced a granulomatous reaction to a foreign body (encapsulation). The physician requested analysis of the ins to confirm there was not a problem with the ins. The physician left the leads implanted and they were to request a new ins from the insurance company (which was to be performed by receiving the analysis report).